Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issues customer would resume insulin delivery and ultimately change out the pump supplies. Customer continued to use the pump for insulin therapy until the replacement arrived.